Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/1/2025 an ilet user reported they experienced a low blood glucose (bg) event resulting in a visit to the ER. The event occurred on 1/1/2025. The user experienced a hypoglycemic episode with a bg level of 50 mg/dl and went to the emergency room for treatment. The user reported feeling unwell and stated that ER staff provided large amounts of orange juice and food to raise blood glucose levels. The episode lasted approximately two hours. The ilet device alerted for low blood glucose. After treatment, the user's blood glucose increased to 383 mg/dl. The user did not lose consciousness and did not require assistance beyond ER intervention.